Event description:
Customer claims that a cannula was in place with a diathermy hook electrode ("j" hook). As it was being removed the dr encountered resistance. After the pt was closed and the cannula was being cleaned, it was noted that a piece of the cannula had broken off. The customer believes that the piece of the cannula was left inside the pt.